Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by silent ischemia. During the index procedure one resolute onyx des was implanted in the 1st obtuse marginal. On the same day the patient suffered a non q wave mi in the target vessel, the lcx. The patient recovered. The investigator assessed the event as probably related to the device and not related to the anti platelets. The sponsor assessed the event as possibly related to the device and not related to the anti platelets.